Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed loss of capture at max outputs and appeared to have dislodged per fluoroscopy performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.